Event description:
(B)(4). High blood pressure (last check 164/104) and my type 2 diabetes is constantly high or extremely low...

Event description:
(B)(4). Abnormal menses, cramping, bacterial vaginosis, discharge, hot flashes, night sweats/chills, painful periods, bleeding between periods, lack of periods, yeast infections monthly!, cervicitis/vaginitis, joint pain, sever bloating, heartburn, headaches, tingling sensations, nerve pain, anxiety attacks, mood swings, cysts, boils, acne.